Manufacturer narrative:
Recall number: 2025816-09/01/2016-005-r. ICU medical inc. Has identified the potential risk of leaking with certain tego® connector devices. The potential for leakage could exist when the tego is connected to the dialysis tubing during the hemodialysis treatment, and may lead to blood loss. ICU medical is recalling lots that could potentially contain this condition..

Event description:
Int'l. ((B)(6)) complaint received reporting leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to ".blood leaking ". There were no reported adverse patient consequences.